Manufacturer narrative:
The pump passed the error , self and displacement tests. No alarms were noted. Could not confirm any alarms due to a corrupted history files. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed multiple errors. It was reported that the insulin pump was stored without batteries. The device passed the self test. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.